Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy, scissoring occurred at the 2nd firing on the ileocolic artery and vein. After the event, the device was fired about ten times as intended. The device was used as-is to complete the case. There were no adverse consequences to the patient.